Manufacturer narrative:
Updated fields - d4, d10, g4, g7, h2, h3, h4, h6, h10. The dermatome was returned for evaluation. Device history record (DHR) - the DHR shows no abnormalities related to the reported failure. Failure analysis: handpiece was found in like new condition, normal wear (very minor scratches from use). Handpiece ran at (.03 amps) with no pin movement. Internal assemblies found in good working condition except the drive gear assembly, no unusual wear or signs of bad material or assembly. Dowel pin came out of the hub with the sleeve bearing still attached to the pin. Head assembly calibration was found in tolerance, when bringing the knob down from the top to the bottom the cap side is lower than the other readings. Minor nick found on the gauge bar could have affected the reading. Overall, the head appears to be in like new condition except a deep scratch at the front of the oscillating pin hole on the blade bed. The same deep scratch marks found on two of the three width clips in the same area and also along the leading edge. Each of the width clips measured intolerance on all dimensions and passed flatness test. Reason for return was confirmed, dermatome s-1938 functions without pin movement. Based on the hub failure and damage found on the head and width clip it appears the blade became pinched between the head and width clip. The hand piece continued to oscillate the blade causing it to dig into the head and clip. The torque created by oscillating the pinched blade eventually caused the hub failure (dowel pin came out of the hub assembly). Root cause: unable to confirm the reason for failure. This type of failure is usually caused by one of two actions: 1) dry run ¿ using the dermatome without blade lubricant. Sterile mineral oil is the only approved lubricant. 2) attaching the width clip too tight. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported the dermatome stopped working during a graft extraction. The doctor was unable to extract another skin graft and the surgery was not completed. The equipment failure did not cause injury to the patient. There were no treatment or stitches required.